Event description:
It was reported that device was explanted due to non-specific malfunction. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the device was tested on the bench and no anomaly was found. (B)(6).